Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of stent deformed and stent improperly deployed.

Event description:
It was reported that during the aneurysm procedure in the vertebrobasilar artery the subject flow diverter experienced twisting/kinking following deployment. A catheter was used to open the pinch point as a medical intervention. Balloon angioplasty was used post subject stent deployment the subject flow diverter did fully appose against the vessel walls at the end of the procedure. There was no impact to the patient as a result of the event.

Event description:
It was reported that during the aneurysm procedure in the vertebrobasilar artery the subject flow diverter experienced twisting/kinking following deployment. A catheter was used to open the pinch point as a medical intervention. Balloon angioplasty was used post subject stent deployment the subject flow diverter did fully appose against the vessel walls at the end of the procedure. There was no impact to the patient as a result of the event.